Event description:
During a left atrial flutter ablation procedure using a safire blu duo ablation catheter, a spasm occurred in the circumflex artery. Ablation was attempted in the left atrium with a safire blu duo ablation catheter; however, the atrial flutter was not terminated. The catheter was then pulled back to the right atrium and advanced into the coronary sinus and ablation was continued. During the ablation, there was a spasm of the circumflex artery. Following the procedure, the patient was transferred to the cardiac catheterization lab for a balloon angioplasty of the circumflex artery. The patient remained in the hospital and was discharged one week later with no further issues. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported spasm of the circumflex artery may be procedure related.